Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the device was not completely sealed causing some bleeding. The patient was in a papoose position with their arms tucked so the issue was not noted until the patient positioning the patient in surgery. As such the patient did not get the entire dose of propofol. There was delivery enough to still anesthetize properly and get gas on the patient. Back in the pacu (post anesthesia care unit) the device was replaced.